Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. Additional data: h4.

Event description:
It was reported that during a case using the spine map 3d 3.1 software, the navigation was inaccurate by about 4-5 millimeters.

Event description:
It was reported that during a case using the spine map 3d 3.1 software, the navigation was inaccurate by about 4-5 millimeters.